Event description:
Follow up information identified patient underwent lead replacement. Postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a shocking sensation from the scs system. X-rays revealed a possible fracture of the patient¿s 3186 octrode lead. When tested, high impedance was confirmed for the 3186 octrode lead, as well. Reprogramming efforts were unsuccessful. Patient may be pending a surgical lead revision.